Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The return of the device is pending. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway.

Event description:
It was reported that during port placement, the catheter allegedly broke in two segments. One segment was inside the patient and the other segment was external. It was further reported that the segment inside the patient was removed with use of a snare device preventing the segment from migrating. There was no reported patient injury.

Manufacturer narrative:
Spoke with customer leah francouer today (B)(6) 2019 regarding received medwatch 4700030000-2018-8010 and she advised of the complaint was previously reported. Mw 3500a # was sent to the FDA is a duplicate of mw 3500a #3006260740-2018-03481 from complaint# 1267243. Any follow up reporting will be provided in mw 3006260740-2018-03481. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during port placement, the catheter allegedly broke in two segments. One segment was inside the patient and the other segment was external. It was further reported that the segment inside the patient was removed with use of a snare device preventing the segment from migrating. There was no reported patient injury.